Event description:
It was reported that during an unk procedure, a part of the titanium blade broke off, the part was removed with another device of the same kind. The incident had no consequences at the pt's condition. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.